Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, the perfusion system base switched to battery power and a/c power was lost. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) stated that before case, the base lost power and went on battery. The perfusion system was not needed for the case, so they moved the machine back to pump room. The biomed then trouble shot the issue to the power cord as it had a break about a foot from the plug. He also stated they use twist lock style plugs (separate complaint). The biomed is trained by the manufacturer for repairs.